Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate automatic mode switch (ams) episodes were noted due to myopotential oversensing and far field oversensing. The physician reprogrammed the device to resolve the issue. There were no adverse consequences to the patient.